Event description:
It was reported that during the procedure to implant this system, a chest x-ray showed the right ventricular (rv) lead is possibly close to the valve and atrial activity is being observed on the rv channel. The physician understands the integrated rv tachycardia leads and wants to keep programming to bi-ventricular (bi-v) left ventricular (lv) offset -70. A (B)(6) technical services consultant discussed the potential for oversensing and inappropriate shocks if the patient were to go into an atrial arrythmia. The sensitivity was increased from 0.6 mv to 1.0 mv. The information will be communicated to the physician. The device remains implanted and no adverse patient effects were reported. This report reflects info received by the FDA in the form of a notification per 803.22. (B)(2).